Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "I was at homemed ((B)(6)) today and it was mentioned they have 2 reports of sets leaking with 5fu. I do not have any additional information at this time. The customer is supposed to be providing me the information in the next day. (B)(4).